Event description:
It was reported that pump displayed non-resettable malfunction alarm code with no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.